Event description:
Customer reported that the unit had error code messages of data acquisition (da) pcba adc and machine and proximal pressure sensors failed. The customer reported there was no patient involvement.